Event description:
It was reported that the patient follow up visit on (B)(6) 2015, post op x-ray revealed that the implant had collapsed. Acculif pl implant inserted and expanded. Correct expansion verified and maintained. No unusual events everything appeared fine. Continued observation of patient, no neurological implication thus far.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: a plausible root cause could not be identified because the device was not returned.

Event description:
It was reported that the patient follow up visit on (B)(6) 2015, post op x-ray revealed that the implant had collapsed. Implant inserted and expanded. Correct expansion verified and maintained. No unusual events everything appeared fine. Continued observation of patient, no neurological implication thus far.